Event description:
It was reported when using the pyxis medstation es system, refrigerator not on bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that cables requires reset. A field service engineer, reseated pyxibus cable on main drawer 4 to resolve the issue. The device functioned as intended after the field service engineer troubleshooted the device.